Event description:
Initital investigation: lab reported a typing discrepancy between hea beadchip and serology. The donor sample resulted in c positive on hea beadchip kit but donor typed c negative with albaclone and immucor antisera.

Manufacturer narrative:
Initial MDR was submitted on 07-aug-2024. Follow up 001 was submitted on 17-oct-2024.

Event description:
Initital investigation: lab reported a typing discrepancy between hea beadchip and serology. The donor sample resulted in c positive on hea beadchip kit but donor typed c negative with albaclone and immucor antisera.